Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for diabetes ketoacidosis. No blood glucose reading was reported. The customer also reported having bent cannulas on several infusion sets. The customer mentioned that he may have an infection. No further information was provided.